Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective air/exhalation flow sensor to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported o2 flow accuracy test failed. The device was not in use at the time of the reported event.

Manufacturer narrative:
PMA/510k:(B)(6) 2019. Date of report:(B)(6) 2019. The exhalation flow sensor was returned to failure investigation (fi) for evaluation. Visual inspection of the exhalation flow sensor revealed evidence of unknown contamination on the hot film element thermistor. The exhalation flow sensor will be installed in the fi test ventilator in an attempt to duplicate the reported problem. The contaminations on the hot film element created the exhalation flow sensor to fail. No further testing required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported o2 flow accuracy test failed. The device was not in use at the time of the reported event.